Manufacturer narrative:
Concomitant medical products: rlt231412/20849799 UDI: (B)(4), plc271000/ 20977982 UDI: (B)(4). Please note: the gore® excluder® aaa endoprosthesis featuring c3® deployment system has been reported on MFR report #3007284313-2019-00349.

Event description:
On (B)(6) 2019, this patient underwent endovascular repair of an abdominal aortic aneurysm and left common iliac artery using gore® excluder® aaa endoprosthesis featuring c3® deployment system and gore® excluder® aaa iliac branch endoprosthesis. During the procedure, after all components were implanted, the patient's blood pressure suddenly dropped. The physician stated that it is possible an aortic dissection occurred during the procedure. The patient expired during the procedure due to blood loss. The physician stated that the patient likely had a collagen deficiency which may have contributed to a fragile aorta that may have dissected during the procedure. The physician does not think the devices contributed to the event. The physician noted that the patient was in poor health and not a candidate for an open repair.